Event description:
It was reported that pump experienced malfunction alarm labeled malf 12, with no notable events occurring before issue. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received guidance to reset pump, successfully cleared malfunction without recurrence, was advised that pump use could continue, and was instructed to call back if malfunction code appeared again, which customer acknowledged and understood.